Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that the device was explanted 13 months later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the clinician stated the pacemaker is currently showing less than six months remaining battery longevity. However at the previous device interrogation six months ago, the pacemaker's battery showed one and a half years remaining. It was noted that the output may have been increased slightly at the last patient visit, although there is still concern over premature battery depletion. The clinician stated that they would increase the follow-up visits for this patient and monitor the situation. No adverse patient effects were reported and the investigation is complete at this time.